Event description:
The nurse complained of high inr results for 2 patients from a coaguchek xs meter serial number (B)(4) compared to the laboratory using dade innovin reagent. For patient 1 the customer stated that the patient had high inr results for 3 consecutive days. The customer was then sent to the laboratory and the inr result was high. The meter results were higher than the lab result. The specific results and meter serial number were asked for but not provided. For patient 1 at 05:50 am, the result from the meter was 6.3 inr. The result from the laboratory was 3.85 inr. The patient's coumadin dose had been withheld for 3 days. The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The patient's therapeutic range was 2.0 - 3.0 inr. For patient 2 at 03:35 am, the result from the meter was 3.1 inr. At 07:00 am the result from the laboratory was 2.09 inr. Patient 2 was an (B)(6). The patient's therapeutic range was 3.0 - 3.5 inr. The patient was not anemic and had no changes in diet, no illness, or medication changes. There was no allegation of an adverse event. The patients were treated based on the laboratory results and not the meter results. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr. Donor 2 inr: 2.0 inr. Donor 1 hct: 45%. Donor 2 hct: 50%. Testing results: donor 1: retention meter with masterlot strips: 2.3 inr; customer meter with customer strips: 2.3 inr. Donor 2: retention meter with masterlot strips: 2.0 inr; customer meter with customer strips: 2.0 inr. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Relevant retention test strips (lot 286324) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.